Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that a fully charged autopulse li-ion battery (sn (B)(4) will not power on the autopulse platform. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.